Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose while using the ilet, including an episode of low glucose overnight following dinner and subsequent high glucose after running out of insulin, disconnecting from the pump, and eating before reconnecting; later, while on a follow-up call, the user observed a cgm reading in the 50s, treated with rapid-acting carbohydrates, confirmed a fingerstick of 107 mg/dl, calibrated the cgm, and later chose to disconnect again, resulting in hyperglycemia that resolved after reconnection. Symptoms included low glucose and high glucose without loss of consciousness or need for assistance. Outcomes included temporary disruption of therapy, user education on treating lows and avoiding overcorrection, and stabilization of glucose after calibration and reconnection. Investigation included review of user-reported history, real-time troubleshooting, cgm calibration, and assessment of infusion set type. Investigation of this case revealed that the events were associated with user-initiated disconnection from the pump after insulin depletion and meal intake, cgm-pump reading discrepancies resolved by calibration, and no device alarm or hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and therapy interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.